Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73f1500558 investigations did not show issues related to the complaint. The device is reportedly not being returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The physician noticed that the clip was broken at the hinge during ligation. The broken clip was removed from the patient body and a new one was used. The clip was discarded. The patient's condition was reported as fine.